Manufacturer narrative:
This report is being filed to provide additional patient information.

Event description:
The customer reported that air was drawn into the system at the start of a therapeutic plasmaex change (tpe) procedure. When air got to the inlet air chamber she stated they did receive an air in inlet chamber alarm. She did not see any air in the return line at any point in time. At this point in time the patient complained of pain in her right upper chest, weakness in her right arm making it difficult for her to lift her arm and the customer noted that the patient's oxygen saturation level had dropped into the 60s. She stated the patient had previously been in the 90s. She stated the patient did not have a change in her blood pressure or pulse. She stopped the procedure and disconnected the patient. She contacted the physician and the code team. They did an EKG which did not show any changes and also a head CT which was "normal". Currently the patient is stable, the right upper chest pain and right arm weakness are gone and the patient's oxygen saturation levels have returned to normal. The physician decided not to continue or retry the tpe procedure. This was to be the patient's 7th tpe procedure in a series of 7. The patient identifier is unavailable due to privacy regulations. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: per the customer, venous access was obtained via a right internal jugular dual lumen central venous catheter. The customer loaded and primed the system without problems. The patient's vital signs were stable she accessed both lumens of the central venous catheter and removed the heparin that was in the catheter by aspirating with a syringe. She stated she was able to draw blood back easily from both lumens with a syringe. She connected the patient,closed the roller clamp on the access saline and put the return saline line on a slow drip to the patient to keep the return access open during divert prime. As the system began drawing blood out of the red port on the catheter she noted air was being drawn into the system along with blood. She stated she could see the air moving from the catheter into the access line between where the patient was connected and the access manifold. She did not see air entering from the access manifold. She stated she did not receive any access pressure low alarms and the pressure bar graph on the screen was good. When air got to the inlet air chamber she stated they did receive an air in inlet chamber alarm. A functional checkout of the machine was performed with no issues found. A simulated run was performed with no issues found. The disposable set was returned for evaluation. A 3-way stop cock was noted on the return line. The tubing bond connections were inspected for bond voids and unacceptable bond gaps, none were found. The 3-access manifold was removed and a spike connector was attached to the access luer in order to draw fluid through the luer connection. No air was drawn in. Positive pressure was applied to the access manifold connections, no leaks were identified. The male luer was inspected under 20x magnification and no abnormalities were found. An investigation into the catheter will be performed by the customer site when it is removed from the patient. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The operator likely did not receive access pressure low' alarms because the system was able to draw. The system does not know the difference between air and blood at the access pressure sensor. The system operated as intended by providing an 'air inlet chamber alarm' when the air got to the inlet air chamber. As a failsafe, this alarm stops the pumps and the return line valve closes. The customer later discussed with the terumo bct clinical specialist that they had a stopcock on the line between the patient and the access line. The customer thinks the air may have come from the stopcock being in an incorrect position. Root cause: there is no conclusive root cause for the air observed in the system and the subsequent patient reaction. Possible causes include but are not limited to: catheter placement - possible catheter patency-possible incorrect position of the stopcock

Event description:
Patient gender:female, patient weight: (B)(6).